Event description:
It was reported that the patient implanted with this Inflatable Penile Prosthesis (IPP) experienced issues during device use. The patient reported that while performing routine cycling, he heard a pop and felt a burning sensation on his left side. Subsequently, the implant would no longer inflate. The patient also reported noting a bulge during attempts to use the device. During a surgical revision procedure, an aneurysm was identified in the right cylinder. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Model Number/Catalog Number: 720185-01,Batch/Lot Number: 149933004,Model/Catalog Description: RESERVOIR FLAT IZ 100 ML,Unique Identifier (UDI) #:(b)(4).The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of Cause Not Established was assigned to this investigation.

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS INFLATABLE PENILE PROSTHESIS (IPP) EXPERIENCED ISSUES DURING DEVICE USE, NOTING THAT HE FELT A POP WHILE PUMPING. THE PATIENT ALSO REPORTED IDENTIFYING A BULGE DURING ATTEMPTED USE OF THE DEVICE. DURING THE SURGICAL PROCEDURE, AN ANEURYSM WAS IDENTIFIED IN THE RIGHT CYLINDER. THE DEVICE WAS REMOVED AND REPLACED. THERE WERE NO FURTHER PATIENT COMPLICATIONS REPORTED.

Manufacturer narrative:
CONCOMITANT PRODUCT UDI FOR RESERVOIR IS (B)(4). THE DEVICE IS NOT AVAILABLE FOR ANALYSIS; THEREFORE, NO PHYSICAL ANALYSIS OF THE PRODUCT COULD BE PERFORMED. THE REPORTED DEVICE PERFORMANCE ALLEGATION CANNOT BE CONFIRMED. BASED ON THE INFORMATION AVAILABLE THE CAUSE THAT CONTRIBUTED TO THE REPORTED EVENT CANNOT BE ESTABLISHED.

Manufacturer narrative:
CONCOMITANT PRODUCT UDI FOR RESERVOIR IS (B)(4). THE DEVICE IS NOT AVAILABLE FOR ANALYSIS; THEREFORE, NO PHYSICAL OR VISUAL ANALYSIS OF THE PRODUCT COULD BE PERFORMED. THERE WAS NO REPORT OF A DEVICE PERFORMANCE ALLEGATION. THE REPORTED PATIENT SYMPTOMS ARE KNOWN RISK ASSOCIATED WITH THIS DEVICE TYPE AND INDICATED AS SUCH IN THE INSTRUCTIONS FOR USE.

Event description:
IT WAS REPORTED THAT THE PATIENT WITH THIS INFLATABLE PENILE PROSTHESIS (IPP) WAS EXPERIENCING ISSUES DURING DEVICE USE, NOTING THAT HE FELT A POP WHILE PUMPING. A SURGICAL PROCEDURE WAS PERFORMED AND IT WAS NOTED THAT THE RIGHT CYLINDER HAD DEVELOPED AN ANEURYSM. THE DEVICE WAS REMOVED AND REPLACED. THERE WERE NO FURTHER PATIENT COMPLICATIONS REPORTED.